Event description:
Customer had a fasting lab comparison performed. The lab result was 111mg/dl, and the device result was 176mg/dl. A different device was also used with a result of 105 mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.